Event description:
It was reported that a patient underwent an obstetrics procedure on (B)(6) 2022 and suture was used. During the procedure, while the midwife was repairing the perineum, the needle broke. X rays were conducted. The needle fragment was able to be removed from the patient several hours later. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/11/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the product code and lot number: the lot number was not noted. Was the needle piece(s) retrieved during the same procedure? The needle was able to be removed from the patient several hours later. Were x-rays taken to locate the needle piece(s)? X rays were conducted. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure what type of suture was used (and product code if available)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the broken needle fragment? Were the needle piece(s) retrieved during the same procedure? Were the needle piece(s) retrieved during a second procedure? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure 36, female, about 150lbs, between 28-32 what type of suture was used (and product code if available)? 4.0 vicryl sh rapide what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal s/p vaginal delivery. How was the suture placed (interrupted or continuous)? Suture was being placed there was not an opportunity to tie what instruments were used to grasp the needle? Needle driver and pickups where was the needle grasped during use? The part of the needle past the ridged area what was the size of the broken needle fragment? Unsure. Were the needle piece(s) retrieved during the same procedure? No pt was sent to interventional radiology and it was retrieved hours later. Were the needle piece(s) retrieved during a second procedure? Yes. Please describe any medical/surgical intervention required for this suture event including dates and results. Ir. Same shift. Hours later. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? I did not observe any deficiency before the placement. I did not get to see the suture at time of removal. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unsure. What is the patient's current status? Doing well. If applicable, will product be returned? If so, please provide the return date and tracking information. Unable to return this type of product. Corrected information: d1, d2.